Event description:
"Ra" pt developed rash about 6 days after 1st tx. That worsened after 2nd. The pt then developed proteinuria and was diagnosed with acute proliferative glomerulonephritis. Pt received steroids and has had complete recovery.